Event description:
It was reported by provider that the consumer alleged when driving slow, the battery bars will go all the way down and then shut off. The provider states he could not duplicate the issue.